Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of suture stuck in housing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of hemorrhoids procedure performed on (B)(6) 2026. During the procedure, the coil could not be ejected, and the pulled thread got stuck. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.